Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the bone graft set too fast and could not be mixed. A back up kit was used to complete the surgery.

Manufacturer narrative:
The kit was returned. Visual inspection found hardened product in the mixer and/or syringe.